Event description:
It was reported that during a laparoscopic cholecystomy, the trocar broke off into the pt, the seal was inside the pt. The surgeon was able to retrieve it. A singularly wrapped trocar was opened to complete the case. No pt consequence.